Event description:
It was reported that the patient present remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (icr) exhibited post-paced t-wave over-sensing (pptwos). Programming changes were made, but the pptwos remained un-resolved. There were no patient consequences.